Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that diagnostics performed on the patient's vns device resulted in high lead impedance. The pt was referred for x-rays, which were sent to the manufacturer for review. There is no reported trauma. Based on the x-rays received there was a suspect area on the lead that may be a possible fracture or lead discontinuity, which could be contributing to the reported high impedance. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The patient's treating nurse indicated that the last known diagnostics performed on (B)(6) 2010 were within normal limits. Diagnostics performed on (B)(6) 2010 were also noted to be within normal limits, but the notes did not indicate if it was system or normal mode since both were noted to have been performed. The pt was known to still have gtc seizures on a "regular basis" in addition to having a toddler in the house. The patient's surgery had yet to occur so it is unclear if the lead and/or generator will be replaced.